Event description:
It was reported that the helix of this right ventricular (rv) lead could not be extended or fixed. Subsequently, a different rv lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Stretched coils were also observed approximately 470 mm from the terminal end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. There was observed to be no inner coil in the neck region. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.